Event description:
Our facility recently changed to a new lockbox product for pca and pcea (patient controlled epidural analgesia) volume infusers. Because of the new configuration of the lockbox, the way that the pca and pcea tubing is threaded through the gemstar pca and pcea devices is different. If the IV tubing is threaded incorrectly, the tubing will be pinched and the device will not run properly. However, it is not intuitive to the nursing staff where the tubing should be threaded. Staff suggested that it would be helpful if the gemstar manufacturer could place an arrow with the phrase "thread here" on the device. In the interim, a sticker was created and placed on the device to indicate how it should be threaded. Additionally, staff have received education regarding how to thread the device with the new lock-boxes.the manufacturer was notified and has provided a sticker template with directions for threading the device.